Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose of 29 mg/dl. The customer treated with food. The customer stated that her blood glucose has been low for most of the day. Troubleshooting was initiated and there were no apparent anomalies with the insulin pump. The programming was accurate. Additionally, the insulin pump passed the displacement test. The customer was advised to discuss possible causes of the hypoglycemia with her health care professional. No products were returned or replaced.